Manufacturer narrative:
The referenced ongoing gastrointestinal bleed was reported under medwatch MFR report # 2916596-2017-02904, medwatch MFR report #2916596-2018-00277, medwatch MFR report # 2916596-2018-00403, and medwatch MFR report # (complaint#(B)(4)). The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the during the ongoing gi bleed, the patient was not on any anticoagulation. Prothrombin time (pt), inr, and partial thromboplastin time (ptt) varied, but remained mostly normal. The patient¿s high inr was 1.27 during the ongoing gi bleed; pt high was 14.5 seconds and ptt was 26.1-29.7seconds. The patient did receive protonix and octreotide infusion with each admission.

Manufacturer narrative:
The referenced admissions and treatments of the ongoing gastrointestinal (gi) bleed are reported under medwatch MFR report #2916596-2017-02904 and medwatch MFR report #2916596-2018-00277.

Event description:
Additional information: it was reported that the patient¿s gastrointestinal (gi) bleed admissions and treatments were being treated by the healthcare professionals as one continual bleed. There was not a single major source found and treated to stop the gi bleed and the need for transfusion had also been consistent. The patient had not really been able to go longer than a week or two without a blood transfusion or drop in hemoglobin. On an unspecified date the patient had low hemoglobin and hematocrit 7.6 g/dl and 22.3% respectively. The patient was removed from all anticoagulation due to bleeding, no aspirin or coumadin, on an unspecified date. The blood transfusions assisted in aligning the patient¿s hematocrit with settings. The patient was also started on sub-cutaneous octreotide injections to help with future bleeding. A capsule endoscopy on (B)(6) 2017 was attempted however, the capsule malfunctioned and nothing was recorded. It was reported on (B)(6) 2017 that the patient continued to require transfusion of approximately 2-3 units of blood about every 2 weeks as an outpatient. The patient elected for do not resuscitate (dnr) status due to this.

Manufacturer narrative:
Patient¿s age was approximated from age at time of implant. Patient¿s weight was not provided. The referenced history of gastrointestinal (gi) bleed, anemia, and arteriovenous malformations (avms) was reported under medwatch MFR report #2916596-2017-02339. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 84 days the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient returned to the emergency department with hemoglobin of 6.6 g/dl and hematocrit of 19.3%. On (B)(6) 2017 the patient was admitted for gastrointestinal (gi) workup. At admission prothrombin time (pt) was 13.1 seconds, inr 1.18, and partial thromboplastin time (ptt) 26.9 seconds. Anticoagulation was daily 4mg coumadin, and no aspirin due to previous bleeding. On admission coumadin was held. An esophagogastroduodenoscopy (egd) on (B)(6) 2017 revealed 2 non- bleeding arteriovenous malformations (avms) in the cardia of the stomach. These were successfully treated with argon plasma coagulation (apc). The patient was transfused 4 units packed red blood cells and was being monitored to ensure that bleeding would be resolved. On (B)(6) 2017 the patient was discharged to rehab with a hemoglobin of 8.8 g/dl and hematocrit of 25.8%. The patient was readmitted on (B)(6) 2017. Hemoglobin was 8.8 g/dl and hematocrit was 25.8%. It was reported that black stools had continued since discharge. An egd on (B)(6) 2017 revealed a 3mm non-bleeding ulcer in the cardia/stomach which was clipped. Colonoscopy was not completed due to stool burden. No source of bleeding was found. Patient was discharged back to rehab on an unspecified date with no anticoagulation: no aspirin or coumadin. The patient has a previously reported history of anemia and gastrointestinal (gi bleed) due to arteriovenous malformations (avms).